Event description:
Baxter reported that the mini cap dislodged when the pt was sleeping. There was no pt injury or medical intervention associated with this incident. According to baxter.

Manufacturer narrative:
A sample has been requested for eval. If a sample is returned, a follow-up report will be submitted.